Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age, born in (B)(6). The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no bleed back was seen from the proglide marker lumen. The device was re-inserted and no bleed back was seen from the marker lumen. The sutures of two other proglide devices were successfully deployed. The same proglide device was used at the left common femoral artery and no bleed back was seen from the marker lumen. Another proglide device was used without difficulty. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date on initial 30-day MDR should have been (B)(6) 2017. Evaluation summary: visual inspections were performed on the returned device. The reported no bleed back from the marker lumen was not confirmed. The investigation determined the reported no bleed back from the marker lumen and the subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously reported medwatch, additional information received: the proglide device was pre-flushed with saline prior to use.